Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the t1 and t2 were cut from the suture and not returned. The partial suture was returned. The actuator is at the tip of the needle. There is bio debris present. A functional evaluation showed the actuator cannot be cycled due to being stuck at the end of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 implant of the fast-fix 360 could not be deployed. The t1 implant could not be removed from the patient. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H11: corrected information in h6 (health effect - clinical code).